Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that pieces of the cotton stuffing came apart and was still inside her. She could feel it, but could not get it out herself, her husband had to get a flashlight and help her get it out.